Event description:
(B)(6) 2006 - patient underwent cataract surgery of iol right eye. (B)(6) 2006 - patient seen by surgeon for initial post-op visit. Presented with corneal edema; diagnosed with tass. Dr attributed cause of having to use a second healon gv due to malfunction of the 1st after introduced into the eye. Immediate treatment started with hourly steroid eye drops and ointment at bedtime.